Event description:
It was reported that the asymptomatic patient presented in clinic for a routine device check. It was noted upon interrogation that the implantable cardioverter defibrillator (ICD) was in backup vvi mode. Attempts to bring the ICD out of backup vvi mode were unsuccessful. The ICD was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of inappropriate or unexpected reset was confirmed. The device was received in backup mode and the device image could not be saved. Due to lack of data and no supporting information, the cause of hybrid anomaly that resulted in a device reset could not be determined. The device was cut open to enable further testing and the battery was found prematurely approaching end-of-life level. After the product code was reloaded with an external power source, the device exhibits normal characteristics. Electrical and mechanical tests performed including cold temperature soaking and output verification did not identify any functional issues. Backup condition could not be reproduced. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.